Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one egia60axt reload. Visual examination of the reload noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped. There were staples protruding from the proximal staple cartridge channel. The reload jaws were manually opened. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a sleeve gastrectomy, the reload did not fire while being applied to the stomach. The stapler was not able to fire. To correct the issue, another reload was used. Surgical time was delayed by thirty minutes or more due to the product problem. The extension in surgical time did not affect the patient in any way.